Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -9.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens but this did not resolve the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).